Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that balloon leak occurred. The stenosed target lesion was located in the moderately calcified subclavian artery. An 8.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During inflation, it was noted that the balloon could not go beyond 3 atmospheres and the device leaked. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event however, device analysis revealed balloon pinhole.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device technical analysis - upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband. The investigator was unable to inflate the balloon fully due to the balloon leak. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.